Event description:
Sorin group received a report that the s5 double head pump was getting a communication error during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a report that the s5 double head pump was getting a communication error during a procedure. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is completed.